Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, white particles (calcification) on the shell and two openings curved on the posterior and radius. Leak test and microscopic analysis was performed which identified: two openings striated and broken sharp on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool. A sharp broken on the plug strap due to an unidentified (tear) opening. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient experiencing symptoms and getting alcl testing; pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed this report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional a patient experiencing symptoms and getting alcl testing; pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left. The device has been explanted.